Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A pharmacist contacted animas on (B)(6) 2011 to report the patient was hospitalized with a diagnosis of dka and a blood glucose (bg) of 1100 mg/dl on (B)(6) 2011. The patient was initially placed on an insulin drip while in the ICU, but when transferred to a step down unit was placed on injections. It is not known what the patient's bg values were prior to hospitalization. It is also not known if the patient developed symptoms suggestive of hyperglycemia. The pharmacist informed customer support that the patient reported that he had seen his hcp on (B)(6) 2011 and everything with his bg and pump was fine. At the time of troubleshooting, the pharmacist reviewed the pump's settings and confirmed all to be correct. Basal total and bolus history appear to add up with tdd for (B)(6) 2011 and basal added up correctly for (B)(6) 2011. At the time of the call, animas customer support was told that prior to hospitalization the patient had caught the flu and the patient's pharmacist suspected that the patient's high bg's may have also been as a result of using bad insulin. It was noted that the patient continued using the pump after the high bgs without further reported issues. Although there was no evidence of a product malfunction found at the time of troubleshooting, this complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.